Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): analysis of the device revealed normal battery depletion. Disclaimer

Event description:
It was reported that the device was replaced due to sensing difficulties and battery depletion. No patient complications were reported as a result of this event.